Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing thresholds. Perforation was suspected but there was no clinical evidence as x-ray test was unremarkable and patient had a good condition. During the replacement procedure myocardial tissue was noted in the helix. This lead is not being returned by the healthcare facility. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing thresholds. Perforation was suspected but there was no clinical evidence as x-ray test was unremarkable and patient had a good condition. During the replacement procedure myocardial tissue was noted in the helix. This lead is not being returned by the healthcare facility. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.